Event description:
It was reported the first screw was backing out and the second came out and is missing. This issue already occurred before the procedure. During a case the plate cutter malfunctioned and bent instead of cutting because the screws were missing or loose. A wire cutter was used to cut the plate properly and the case was completed with no further issues. The patient is fine to date.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, one screw item #10 was found to be missing. Discoloration was also observed around the missing screw hole and laser markings. The most likely cause for the reported failure can be attributed to misuse due to damage to the device.